Event description:
Caller reported a cgm error, described as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the error code did not appear again, allowing the caller to successfully start their sensor session.